Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer wants to order the therapy connector. There was no patient involvement.

Manufacturer narrative:
The local philips remote service engineer (rse) provided support. It was determined that this was a malfunction of the therapy connector which was ordered to resolve the issue. The reported problem was confirmed. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text : the local remote service engineer provided support.

Event description:
It was reported to philips there was an issue with the therapy connector. There was no patient involvement.